Event description:
It was reported that the patient experienced unspecified issues with a penile prosthesis. A replacement surgery was performed in which a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced infection leading to an inflatable penile prosthesis (ipp) being previously removed.